Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the fell out of pocket and the bottom of insulin pump half cracked. The customer¿s blood glucose level was unknown. Customer stated that the whole piece was cracked and there was came off. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.